Event description:
Trilogy evo ventilator failed to alarm for "circuit disconnect." The patient's ventilator circuit became disconnected from his tracheostomy tube leading to significant desaturation which required resuscitation with an ambu bag. He fortunately did not have any bradycardia and did not require chest compressions or any resuscitation medications. The ventilator was set to alarm for a disconnect after 5 seconds and did not alarm at all. Another trilogy evo unit was set up and failed to alarm for 22 seconds. This infant is ventilator dependent, so alarm failure is life threatening. FDA safety report ID# (B)(4).